Manufacturer narrative:
Evaluated 1 open/used reservoir (transfer guard not returned). Performed pre-fill test to reservoir using a new lab transfer guard. No air bubbles and no leak were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Also ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Performed insulin pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir no air bubbles and not leak. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer current blood glucose level was almost 400 mg/dl and 387 mg/dl. The customer stated that the there was no leak or anything. The reservoir will be returned for analysis.